Event description:
On (B)(6) 2016 patient underwent cardiac catherization via right groin with placement of 6fr x 11cm angio-seal vascular closure device. (B)(6) 2016 patient presents to emergency department with pain, coldness and numbness in right foot/leg. Angiography demonstrated an occluded common femoral artery and an occluded popliteal artery. (B)(6) 2016 patient underwent emergent rt femoral endarterectomy with bovine patch angioplasty and rt popliteal thrombectomy. (B)(6) 2016- patient discharged to home.